Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The event occurred in (B)(6).

Event description:
Customer states she went for routine appointment about 2 weeks ago and nurse downloaded her pump. She states according to the download the pump was randomly delivering 25 units during the night. Sometimes when her blood glucose got as low as 1 mmol/l she was unable to get something to eat by herself and her mother or father had to get her something to eat. A request was made for the return of the device.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.